Manufacturer narrative:
(B)(4). Rt206 adult ventilator circuit kit is not sold in the USA. A similar device under 510(k) number k983112 is sold. Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that the water trap of an rt206 adult ventilator circuit was found not securely fixed. There was no patient involvement.

Manufacturer narrative:
(B)(6). Rt206 adult ventilator circuit kit is not sold in the USA. A similar device under 510(k) number k983112 is sold. Method: the subject rt206 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our evaluation is therefore based on the information and photographs provided by the healthcare facility, and our knowledge of the product. Results: the customer reported that the water trap of an rt206 adult ventilator breathing circuit was found not securely fixed. Conclusion: without the return of the device, we are unable to confirm the cause of the reported event. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions that accompany the rt206 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in china reported that the water trap of an rt206 adult ventilator circuit was found not securely fixed. There was no patient involvement.